Event description:
A group of falsely depressed triglyceride (tgl) results was obtained on patient samples. It is unknown if the results were reported to the physician. The samples were rerun and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the original depressed tgl results. There was no report of adverse health consequences as a result of the falsely depressed tgl results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed triglyceride results is contamination of a reagent aliquot well. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account. The fse replaced the sample probe, the r1 probe, and r1 tubing. The instrument is performing within specifications. No further evaluation of the device is required.